Event description:
It was reported that patient had erythema at pump incision site; there was no fever or drainage when examined on (B)(6) 2011. Patient was started on clindamycin 300mg qid for 7 days. When examined on (B)(6) 2011 there were no signs of infection, patient outcome was noted as resolved without sequel. Drug delivered via the device was morphine. A seroma was later reported. An examination on (B)(6) 2011 noted some increase in pain, slight swelling at pocket-site. A catheter access port (cap) contrast study indicated that the catheter was out of spinal canal and in soft tissue. The catheter was replaced on (B)(6) 2012 and was disposed. Patient outcome was noted as resolved without sequel as of (B)(6) 2012.

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter model 8598a (distal revision spinal seg), serial# (B)(4), implanted: (B)(6) 2012, explanted: unk; programmer model 8835, serial# (B)(4).

Manufacturer narrative:
(B)(4).